Manufacturer narrative:
Complaint no: (B)(4).

Event description:
It was reported the catheter was being placed in the nccu. During insertion, the wire became stuck in the needle and unraveled. As a result, everything was removed from the pt and a new kit was used successfully. They do not know if this caused a delay in treatment and no pt death or complications were reported.